Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided and no relevant clinical information was received to assist in the evaluation. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
The drill is broken into two pieces. The fracture is at the tip to flex cable section weld. This area is sensitive to inadvertent over torque pressure. Sudden starting and stopping of the drill bit while using it in the bone may cause drill bit breakage. If the drill is not used in one continuous motion to prepare the site this can occur. No root cause related to the manufacture of the device can be established. DHR review identified no deficiencies for this batch number. Use error cannot be ruled out as a contributory factor.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a procedure the tip of the drill broke. The broken tip was successfully removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.